Manufacturer narrative:
A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. The most likely root cause for this event is contamination of the measuring cell. The field service representative had performed a liquid flow cleaning during service, and the issue resolved after maintenance. It was recommended to the customer to change out the measuring cell.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results on multiple assays for seven female patient samples on the cobas e 411 immunoassay analyzer (e411). Of the results that were provided, the elecsys estradiol iii assay (estradiol) results for 2 patients were discrepant and reported outside the laboratory. Units of measure were not provided. There were no data flags for any of the results. The initial results were reported outside of the laboratory. The repeat results were issued as corrected reports. On (B)(6) 2017 at an unspecified time between 1:24 pm and 1:36 pm, the initial result for patient a was 318.9. At an unspecified time between 6:00 pm and 7:00 pm, the sample was repeated with a result of 117.4. At an unspecified time between 1:24 pm and 1:36 pm, the initial result for patient b was 516.7. At an unspecified time between 6:00 pm and 7:00 pm, the sample was repeated with a result of 164.8. There was no allegation of an adverse event for the patients. The estradiol lot number is 173998. The expiration date was not provided. Calibration was acceptable. Performance information was reviewed and acceptable. The alarm trace information gave no indication of an issue. The customer stated that qc was acceptable on the date of the event; however, additional supporting information was not provided. The field service representative inspected the instrument and there were no bubbles in the reagent pack. He performed a liquid flow cleaning. He suspected contamination of the measuring cell. The customer has not experienced further issues after service was performed.